Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system on-site and confirmed the reported issue. The fse identified that the 1-phase uninterruptible power supply (ups) was defective and had also triggered the fuse in the gpdu (power distribution unit) board to trip. To resolve the issue, the fse bypassed the 1-phase ups and replaced the faulty fuse. The system was returned to use in good working order and ready for clinical use. The system log files were reviewed, and ups failure was confirmed. The reported issue is related to medical device correction z-2502-2025. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcomes.